Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified forearm shunt. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 3atm. The device was simply removed from the patient's body and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.